Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 10, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 21, 2022.